Event description:
(B)(6) reported for the customer, "two lead devices were in the pt, this device was the second device to be removed. The first device reported in (B)(4). When trying to remove this device there was a tear in the apex region of the heart. The pt required a sternotomy to complete the procedure. At the time of this report it was confirmed the pt was stabilized and was able to complete the procedure." The pt was stabilized and was able to complete the procedure and the device was able to be removed completely.

Manufacturer narrative:
(B)(4). According to info supplied to trackwise, this product is not being returned for evaluation. "As the device have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined." None.